Manufacturer narrative:
Per tandem user guide: "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 157mg/dl. Tandem technical support assisted customer with properly aligning cartridge and successfully loading it onto pump.